Manufacturer narrative:
A steris service technician inspected the v-pro unit and identified that the o-ring on the tension spring in the oil filter assembly had become misaligned, allowing oil mist to bypass the filters and be emitted from the unit. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which it occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects. The steris technician replaced the o-rings, filters, and vacuum pump, tested the unit successfully and returned it to service. The o-ring was received from the supplier as part of the vacuum pump filter assembly and was not adjusted by steris prior to installation. Steris has since developed a procedure for adjustment and verification of the oil filter spring tension and valves; the technician subject of the reported event was trained on the proper method of adjusting this valve.

Event description:
The user facility reported that a v-pro1 sterilizer emitted oil vapor during a processing cycle. Employees reported experiencing burning eyes, a metal taste in their mouths and headaches. There were no procedural delays or cancellations reported. The facility would not provide additional injury or treatment information.